Event description:
Additional information was reported that the patient were programmed with four new programs on (B)(6) 2012, impedance test showed no damage to lead and therapy measurement showed adequate implantable pulse generator (ipg) life. The patient was working with manufacturer's representative to determine the best program. The patient described only feeling stim at certain times. "Giving each new program 6 weeks to work." There was not any intervention taken or planned. The patient was following up with the office. The patient's outcome was unknown. Additional information was requested, but was not available at the time of this report.

Event description:
It was reported that the patient experienced pain in her back on all four programs while stimulation was turned on. After implantation the patient had good results, but after 2.5 months results decreased and now no benefit was reported. On (B)(6) 2012, the patient noticed a "change" and felt pain. It was also noted that her pain varied based on what program she was on. The patient's pain was still present with stimulation off, however stimulation increased the pain. It was noted that the patient did not report any accidents, falls, or traumas. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that, to the best of the reporter's knowledge, the patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 3889-28, lot# v836403, implanted: (B)(6) 2011. Product type: lead, product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).